Event description:
It was reported that the lead exhibited loss of capture and sensing. A chest x-ray confirmed lead dislodgement. The lead was repositioned successfully.

Manufacturer narrative:
No medwatch form was received.